Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead fractured. It was also reported the ra lead exhibited oversensing, noise and a high, undefined impedance. The ra lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.